Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The report indicates that due to the limited and poor quality of the angiograms provided, it is not possible to determine with certainty if the tip of a balloon catheter was fractured and separated and retained in the rca. Based on the information provided, a definitive cause for the reported separation could not be determined; however, the reported unexpected medical intervention and foreign body in patient appear to be related to circumstances of the procedure. Possible factors that may contribute to tip separation may include, but not limited to, manufacturing damage, interaction with the guide wire, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G4 correction: PMA/510(k) number updated.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was treat a heavily calcified, mildly tortuous, with restenosis of an unspecified previously implanted stent. Sequential angioplasty was performed with a 1.5x15mm trek balloon, 3.0x20mm trek balloon and a 3.5x20mm nc trek balloon catheters to 20 atmospheres. Then angioplasty was performed with a 3.5x20mm non-abbott drug eluting balloon catheter at 20 atmospheres. Control angiography showed recoil of up 80%. Balloon angioplasty was performed with 3.0x20mm trek balloon at 16 atmospheres for 20 seconds. During removal the distal tip separated and after numerous attempts to remove the separated portion via snare it was unsuccessful as tip remain stuck. It was confirm with angiography that there is satisfactory blood flow, no dissections or distal embolism. The patient was discharged. No clinically significant delay in the procedure. No additional information was provided.